Manufacturer narrative:
One unid rod is broken. A particular event of how the unid rod broke is not specified. The patient is not injured. (B)(4). Exemption e2017030.

Event description:
One unid rod is broken. A particular event of how the unid rod broke is not specified. The patient is not injured. Submission of a medical device report and the FDA's release of that information is not an admission that a product, user facility, importer, distributor, manufacturer, or medical personnel caused or contributed to the event.